Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received sg value not available and calibration not accepted alerts. Most recent blood glucose was 6.9 mmol/l. Troubleshooting was performed. The customer was advised to remove the sensor. The customer reported that the sensor had no electrode. It was advised to insert a new one. The sensor will not be returned for analysis.